Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not received.

Event description:
It was reported that out of range issues occurred between the transmitter and pump on multiple occassions, with no continuous glucose monitor (cgm) sensor readings. Customer had elevated blood glucose levels (500 mg/dl). Reportedly, the customer will continue to use the pump for insulin therapy.

Event description:
Customer delivered a bolus to address elevated blood glucose levels.